Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one similar complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The affiliate reported via email the device broke at the final tightening of the screw. Additional information received via email from the affiliate on (B)(6) 2017 there was no harm to the patient, he did not need to be hospitalized, he did not need another surgical procedure, he did not have any other serious damage and the metal part of the broken key was removed without intercurrences. The piece broke and stayed inside the screw, the surgeon was able to remove the piece with a strong tweezers.